Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the device was sent to biomed shop with a note stating that it was broken. Although requested, additional information was not provided. During a non-bd investigation, the following troubleshooting steps were performed by the biomedical engineering technologist: pc unit was turned on, on battery power and displayed 0.5 hours of battery runtime. The device was plugged in to power source to confirm power cord integrity (original cord). It was noted that when plugged in, the display shows the low battery alarm message but when unplugged it displays 0.5hr of battery runtime. Suddenly, the pc unit alarms battery discharge with high tone alarm then rapid beeping. It was then plugged in and pressed power to silence beeping and the pcu turns on and displays very low battery message.

Manufacturer narrative:
The customer¿s reported issue of battery discharge was confirmed. ¿review of the pcu event log identified a ¿battery discharge¿ (lb3) alarm without prior very low battery (lb2) warning that occurred on (B)(6) 2020 at 12:09:44 pm. ¿log analysis performed determined the missed low battery warning occurred as a result of a known software related issues (battery capacity overestimation from mingling data from two consecutive discharge cycles). ¿an ¿as received¿ battery conditioning found the returned pcu device battery capacity within specification. ¿functional testing after battery conditioning was performed found the ¿as received¿ device alerting for ¿battery low¿ (lb1), ¿very low battery¿ (lb2) and ¿battery discharged¿ (lb3). ¿inspection of the returned pcu device observed no anomalies, the battery was observed to be less than 2 years old. Device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 25jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The proximate cause of the customer¿s complaint of battery discharge is attributed to battery capacity over-estimated.

Event description:
It was reported that the device was sent to biomed shop with a note stating that it was broken. Although requested, additional information was not provided. During a non-bd investigation, the following troubleshooting steps were performed by the biomedical engineering technologist: pc unit was turned on, on battery power and displayed 0.5 hours of battery runtime. The device was plugged in to power source to confirm power cord integrity (original cord). It was noted that when plugged in, the display shows the low battery alarm message but when unplugged it displays 0.5hr of battery runtime. Suddenly, the pc unit alarms battery discharge with high tone alarm then rapid beeping. It was then plugged in and pressed power to silence beeping and the pcu turns on and displays very low battery message.